Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the laser assisted cataract surgery, liquid escaped from the bag and part of the capsulotomy folded back. Trypan blue was used and an area of no treatment was observed. The surgeon completed the capsulotomy manually but a small tear in the capsule was noted. The procedure was completed and the lens placed without further incident. The patient was noted to have a white cataract. Additional information requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).